Event description:
It was reported that the patient stated that their heart rate was dropping into the twenties and thirties. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.